Event description:
Customer reported that the insulin pump had recently been exposed to moisture. Customer reported removing the battery, replacing it, then receiving an error alarm. Customer stated that some buttons on the keypad were no longer responsive. Blood glucose level was 45 mg/dl at the time of the call. Customer reported treating the low blood glucose level with a bowl of cereal. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test and the error alarm test. No error alarm noted. The device was received with intermittent button response due to corroded keypad traces. The unit was received with moisture damage at the motor and the electronic assemblies, minor scratched display window, cracked case at the display window corner, cracked reservoir tube lip and scratched case.